Manufacturer narrative:
Qn#(B)(4). UDI #(B)(4).

Event description:
It was reported that "during a tavi procedure the physician decided to use manta 14fr for the vascular closure of the femoral artery. The step by step procedure of the manta was performed as per IFU. Tavi procedure went smoothly. Doctor inserted manta sheath with introducer over the wire fully to the artery. Introducer was removed and manta body was on the way to complete manta system for closure. He held the manta sheath by the left hand and by right hand he held the manta body directly behind bypass tube as per IFU. At the moment bypass tube should be inserted in to the manta sheath , doctor felt resistance. He had to insert bypass tube into the sheath by effort. Once bypass tube was inside the sheath he had to hold it by left thumb because bypass tube had tendency to go out again. In the end manta was deployed with success.

Manufacturer narrative:
(B)(4). UDI #(B)(4). No return product evaluation could be completed as the device was not returned for investigation. An angio phot was obtained by vsi/teleflex indicating a mid-femoral head positioned radiopaque lock. The device lot history record review for lot number mn2301554 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 82-year-old female patient, 157cm, 73kg, bmi-29.6 presented in the or for a tavr procedure. A medial positioned access was gained utilizing ultrasound guidance. The right common femoral arteriotomy was 7.8mm, clear of calcification with a deployment depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheath. Following the tavr, an 14f ce manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not easily enter the hemostatic valve. The physician continued attempting to insert the device through the hemostatic valve, eventually connecting the manta closure to the sheath hub, deployed the device without further complication and achieved hemostasis. The patient did not experience any harm, injury, or health consequence from this event and outcome post-procedure was stable. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that "during a tavi procedure the physician decided to use manta 14fr for the vascular closure of the femoral artery. The step by step procedure of the manta was performed as per IFU. Tavi procedure went smoothly. Doctor inserted manta sheath with introducer over the wire fully to the artery. Introducer was removed and manta body was on the way to complete manta system for closure. He held the manta sheath by the left hand and by right hand he held the manta body directly behind bypass tube as per IFU. At the moment bypass tube should be inserted in to the manta sheath , doctor felt resistance. He had to insert bypass tube into the sheath by effort. Once bypass tube was inside the sheath he had to hold it by left thumb because bypass tube had tendency to go out again. In the end manta was deployed with success.